Event description:
A report was received that the patient¿s lead site appeared to be infected and weeping. The physician administered clindamycin antibiotics and re-dressed the wound. The physician does not feel that the infection is device or procedure related. The patient is responding to the antibiotics.